Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 the patient underwent CT of lumbar spine w/o contrast. Findings: post-surgical changes of a bilateral l5/s1 laminectomy were seen. Posterior-lateral bone graft was seen at the l5-s1 level with partial fusion of the right l5-s1 facet joint. No evidence of osseous fusion of the left l5-s1 facet joint was seen. Moderate l5-s1 disk space narrowing was seen. The remaining disk spaces were maintained. Anatomic alignment of the lumbar spine was seen without subluxation. T12-l1, l1-l2, l2-l3, l3-l4: no broad-based disk bulge, central canal stenosis, or neural foramina stenosis. L4-l5: broad-based disk bulge, ligamentum flavum redundancy, and facet hypertrophy was seen with associated mild central canal stenosis and mild bilateral neural foraminal stenosis. L5-s1: broad-based disk bulge, bilateral foraminal osteophytic ridge, and bilateral facet hypertrophy was seen with associated moderate left neural foraminal stenosis and moderate-to-severe right neural foraminal. On (B)(6)2005 the patient underwent myelogram. Impression: successful fluoroscopic guided lumbar myelography. Moderate disk space narrowing at l5-s1. Ventral epidural defect at l4-l5 likely representing disk bulge. On (B)(6) 2005 the patient underwent chest x-ray pa and lateral. Impression: no acute disease. On (B)(6) 2005 the patient presented with severe lumbar stenosis with instability at l4-5. The patient underwent lumbar fusion at l4-5 with augmentation of fusion at l5-51. Spot films in the or were taken during placement of pedicle screws at l4 and l5. Postoperatively he had done well. On (B)(6) 2005 the patient presented with the following pre-op diagnosis: lumbar spondylosis, l4-5, l5-s1, along with instability 4-5. The patient underwent the following procedure: lumbar laminectomy, l4 and l5, with foraminotomies, 3-4, 4-5, and l5-s1 bilaterally. Transforaminal lumbar interbody fusion using structural cage and bone morphogenic protein (bmp). Transverse process fusion using morcellized allograft. Pedicle screw fixation using legacy pedicle screws. As per op notes, the dura was identified, and a laminectomy was then performed by removal of the entire lamina of l5 followed by the entire removal of the lamina of l4, after resection of the spinous processes of l4 had been accomplished. Foraminotomy was accomplished by removal of the medial l3 of the inferior facet joint of l3, which allowed removal of the medial l3 of the superior facet joint of l4. This was followed by removal of the medial l3 of the superior facet joint of l4 followed by removal of the medial l3 of the superior facet joint of l5 and then finally by removal of the medial l3 of the inferior facet joint of l5, which facilitated the removal of the medial l3 of the superior facet joint of s1, first on the left and then on the right. There was a marked degree of spondylosis, with the facet joints almost kissing in the midline and severe lateral recess stenosis. At the completion of this, an angled nerve hook could be placed out in all neural foramina, which were widely patent. The remainder of the inferior facet joint of l4 and the superior facet joint of l5 was resected on the left side to facilitate placement of a graft. Prior to doing this, pedicle screws were placed in the pedicle of l5 using 6.5 x 60 on the right and 6.5 x 55 on the left. This was followed by the placement of pedicle screws at l4, which was accomplished with 6.5 x 50 on the left, followed by 6.5 x 50 on the right. Distraction was accomplished, and a graft which measured (B)(6) in height and (B)(6) in length was then loaded with bmp and countersunk into its recipient height. X-rays were obtained to confirm alignment. The trajectory of the screws appeared to be adequate. The trajectory of the graft appeared to be adequate. Morcellized allograft was then placed in the lateral gutters, followed by placement of bmp over the transverse processes of the facet join complexes bilaterally. Two rods were contoured to the proper geometry and were locked to the previously placed legacy screws. These connections were torqued down to the shear points. A cross-link was then placed to tie the two screws together. The patient tolerated the procedure well. On (B)(6) 2005 the patient underwent CT of lumbar spine. Impression: postoperative changes compatible with posterior laminectomy and pedicle screws and rods at l4-5. Expected fluid collections identified within the surgical bed. Drain appears well-positioned. Evaluation of the central canal and neural foramen at the level of surgery was difficult secondary postoperative changes and absence of intrathecal contrast. CT lumbar spine. On (B)(6) 2005 the patient underwent x-ray of lumbar spine. Impression: back pain. Multiple views. No change was seen since (B)(6) 2005. Moderate disk space narrowing was again evident. There was moderate degenerative disease with facet sclerosis especially within the lower lumbar region, and there was moderate degenerative spurring anteriorly with multiple lower lumbar levels. There was evidence of fusion at l4-l5 as before. Slight retrolisthesis of l3 was again seen. On (B)(6) 2005 the patient underwent lumbar spine x-rays. Impression: pedicle screws in l4 and l5. Degenerative disk at l5-s1. Partial laminectomy at l4 and l5. On (B)(6) 2005 the patient underwent CT lumbar spine due to lumbar stenosis. Bending views reveals the patient was a previous laminectomy with screw fixation of l4 and l5. On flexion-extension views no instability was seen at this level or elsewhere. Impression: status post bilateral laminectomies at l4-5 and l5-s1 and left l4-l5 facetectomy. Interbody fusion of l4-l5 with posterior fixation construct. No evidence of hardware complication. Trace retrolisthesis of l5 on s1 was unchanged since previous exam. On (B)(6) 2006 the patient underwent lumbar spine x-rays. Impression: no change in the lumbar spine. Lumbar fusion at l4-l5 which shows no significant change. On (B)(6) 2006 the patient underwent CT lumbar spine w/o contrast. Impression: multilevel spondylosis with postsurgical changes. There was mild annular bulge of disc and interbody graft material at l4-l5 with associated left asymmetric osteophyte which protrudes into the left neural foramen and when combined with facet hypertrophy results in moderate-severe inferior left neuroforaminal stenosis. Moderate, right greater than left, neuroforaminal stenosis at l5-s1 secondary to facet hypertrophy. No high-grade central canal stenosis. CT myelogram lumbar spine. On (B)(6) 2007 the patient underwent CT lumbar spine due to bilateral lower extremity pain. Impression: new mild l3-l4 central canal stenosis. L4-l5 disc osteophyte complex and spurring unchanged with severe left neural foraminal stenosis and mild thecal sac deformity. Severe right and moderate left l5-s1 neural foraminal stenosis. Post myelogram CT of the lumbar spine. On (B)(6) 2007 the patient underwent myelogram. Impression: successful fluoroscopic guided lumbar myelography. On (B)(6) 2010 the patient with history of shortness breath, hypertension, and asthma underwent x-rays of chest pre-op for back surgery. Impression: no acute intrathoracic disease. On (B)(6) 2010 the patient presented with the following pre-op diagnosis: possible hardware irritation, possible fusion nonunion, possible right l5 nerve compression. The patient underwent the following procedure: removal of spinal hardware, exploration of fusion (nonunion discovered that surgery), l4 l5 fusion using zodiac rod and screw system bilaterally, right l5 nerve root decompression, local bone harvest bilaterally, utilization of osteocel for fusion, extensive intraoperative use of fluoroscopy. As per op notes, the ima ge-intensifier was used to mark the levels and the location of the hardware. Bilateral longitudinal wounds were made and the dissection was carried through the subcutaneous tissues. Two longitudinal fascial incisions were made, one to either side of the midline. A muscle splitting approach was accomplished bilaterally in order to gain direct access to the lumbar hardware. The hardware was gradually able to be dismantled and completely removed from the wound. Exploration of the fusion was performed bilaterally and confirmed l4 l5 nonunion. Decompression was performed at l4 l5 bilaterally and the l5 nerve root on the right was found to be somewhat compressed and pressure was alleviated with foraminotomy. Polyaxial slotted- head titanium screws were placed within each pedicle using image-intensifier guidance, with final views revealing good position of each screw within the pedicle stability was very good at each pedicle level. Rods that were found to be the best fit were placed down within the polyaxial slotted screw heads and the set screws were placed and tightened using the torque tightener. Good stability was obtained at each pedicle location and final ap and lateral radiographic views confirmed good position of the hardware. The patient's autogenous corticocancellous and cancellous bone was then placed into both posterolateral gutters after thoroughly decorticating the beny structures. Osteocel was then placed into beth posterolateral gutters using 10 cc of osteocel on each side. Demineralized bone matrix was also utilized. Each gutter was filled very well. The patient tolerated the procedure without difficulty or complication (B)(6) 2011 the patient came for a follow-up examination. The patient states that he was doing reasonably well. He still had some pain but feels improved postoperatively. Ambulation was normal. Range of motion was nearly normal for his age. X-rays reveal excellent position of the hardware. The fusion appears to move was a unit. On (B)(6)2012 the patient came for a follow-up of lumbar fusion due to pain. Neurologic ros: admits: dizziness, muscular weakness, tingling or numbness. Denies: seizures, tremors, numbness, additional symptoms except as noted in the hpi, blackouts. Musculoskeletal ros: admits: joint pain, back pain, neck pain, joint swelling, muscle pain, muscle cramps. Denies: limitation of motion, ankle instability, additional symptoms except as noted in the hpi. Lumbar x-rays were consistent with solid l4 l5 instrumented fusion and solid l5-s1 fusion without hardware. Assessment: lumbago. On (B)(6) 2012 the patient underwent MRI of cervical spine due to neck pain, bilateral shoulder and arm pain. Impression: broad-based disc protrusion at c3-4 which moderately impresses on the thecal sac. Moderate bilateral neural foraminal narrowing was seen due to facet and uncinate arthrosis. Broad-based disc protrusion at c4-5 which moderately impresses on the thecal sac. Moderate bilateral neural foraminal narrowing was seen due to facet and uncinate arthrosis. Broad-based protrusion at c5-6 which mildly impresses on the thecal sac. Bilateral facet arthrosis and mild right neural foraminal narrowing were noted. Broad-based disc protrusion at c6-7 which mildly impresses on the thecal sac. Mild right neural femoral narrowing was seen due to facet arthrosis. Loss of the cervical lordotic curvature. On (B)(6) 2012 the patient MRI of lumbar spine due to pain post fusion surgery. Impression: laminectomy at l4 and l5 with posterior lumbar interbody fusion at l4-5. Postsurgical changes were demonstrated within the dorsal lumbar soft tissue. Bilateral facet arthrosis was noted at l3-4. The interbody fusion device at l4-5 was extruded into the left foraminal space producing moderate left neural foraminal narrowing, bilateral facet arthrosis was noted, circumferential disc bulge and posterior spondylosis at l5-s1 which touches the thecal sac, bilateral facet arthrosis and marked bilateral neural foraminal narrowing were noted, no abnormal contrast enhancement was identified. On (B)(6) 2012 the patient came for review of cervical spine MRI ((B)(6) 2012). Assessment: lumbago. On (B)(6) 2013 the patient underwent MRI of lumbar, thoracic and cervical spine w and w/o contrast. The patient underwent CT scan of lumbar spine w/o contrast. On (B)(6) 2013 the patient with history of low back sprain and spondylosis with myelopathy, lumbar region underwent MRI lumbar spine w/o contrast. Impression: there was no acute compression fracture. There was prior posterior decompression and posterior fusion at the l4 and l5 levels. No significant spinal stenosis or neural foraminal stenosis in the lumbar level. On (B)(6) 2013 the patient with history of back sprain and degeneration of thoracic or thoracolumbar intervertebral disc. Impression: unremarkable MRI of the thoracic spine, taking into account the patient's age. On (B)(6) 2013 the patient with history of neck sprain and cervical spondylosis with myelopathy underwent MRI of cervical spine w/o cont rast. Impression: there was no acute compression fracture of the bony cervical spine. There was djd of the cervical spine, worst at the c3-c4 level. The cervical spinal stenosis was most significant at the c3-c4 level, but without any abnormal signal within the cervical spinal cord. There was mild narrowing of the neural foramina at the c3-c4 level. On (B)(6) 2013 the patient with history of diffuse back pain and prior lumbar spine surgery x4 underwent CT of lumbar spine w/o contrast. Impression: prior bilateral laminectomies and posterior fusion procedures at the l4-l5 and l5-s1 levels. On the left side of the l4-l5 level there was some fragmentation adjacent to the facets producing left l4-l5 neural foraminal stenosis. Please correlate for left l4 nerve root symptoms. There was mild neural foraminal stenosis bilaterally at the l5-s1 level. Diffuse circumferential bulging of the l2 disc with the ap diameter of the spinal canal measuring 10 mm. Less prominent degenerative changes elsewhere. Mild anterior wedging of l1, most likely old. No focal disc protrusions were demonstrated.